Event description:
It was reported that a patient, initial knee implanted on an unknown date, underwent a revision procedure on (B)(6) 2023. Reason not reported. They were revised to a truliant crc tibial insert sz 2, 19mm and a optetrak 3 peg patella cemented 32mm. No further information known.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Further review determined this event had already been reported under report # 1038671-2023-00741.

Manufacturer narrative:
After review of additional information received the following field was updated for correction: b5 - this case had already been reported under report # 1038671-2023-00741.